Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "precautions: ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that a physician stated in an online survey that the patient experienced pain, discomfort, infection, hematuria prior to the device placement, and pain, discomfort, urinary symptoms and stent encrustation complications were directly attributable to the device and tamsulosin paracetamol and solifenacin for pain or discomfort was needed in relation to the 777428 - inlay ureteral stent with hydroglide guidewire,4.7 fr.,28cm. It was unknown what medical intervention was provided for urinary symptoms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician stated in an online survey that the patient experienced pain, discomfort, infection, hematuria prior to the device placement, and pain, discomfort, urinary symptoms and stent encrustation complications were directly attributable to the device and tamsulosin paracetamol and solifenacin for pain or discomfort was needed in relation to the 777428 - inlay ureteral stent with hydroglide guidewire,4.7 fr.,28cm. It was unknown what medical intervention was provided for urinary symptoms.